Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant the right ventricular (rv) and superior vena cava (svc) lead impedance were high due to a loose se t-screw on the device. Therefore the set-screw was surgically repaired and the rv lead and device remains in use. No patient complications have been reported as a result of this event.